Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that she first became aware of the product issue sometime in (B)(6) 2018, she was unable to confirm the exact dates. She alleged that she obtained erratic blood glucose readings on the subject meter of ¿237 and 93 mg/dl¿. The tests were carried out within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that she manages her diabetes using a combination of medications, which include toujeo insulin 55 units and apidra (per sliding scale). The patient reported that at the time of the alleged issue, she administered her normal dose of medication, and that after this (time unknown) she developed symptom of ¿seizure¿. Csr noted that the patient stated she did not require treatment for the alleged symptom. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the sample had been taken from an approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse whilst using the product. There is insufficient information to rule out the contribution of the subject meter to the event.